Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue flagyl 250 mg; however, although the system indicated the medication was issued, drawers 09 and 10 does not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawers 9 and 10 were not detected and observed that the lights on the control board were not illuminated. The fse replaced the module controller, successfully configured it, and tested the drawers to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.